Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D4: device information - correction. H2: if follow-up, what type - correction. H6: adverse event problem - correction.

Event description:
Subsequent to the initial report, a supplemental report is needed for corrections.